Event description:
Reporter called for patient and reported the following information. Customer reported obtaining a blood glucose value of 595 mg/dl on the suspect device. Retested on medical center device within five minutes and obtained a reading of 98 and 107 mg/dl. Reporter states controls were run and within range, but did not provide values. No treatment based upon the suspect device result. Requested return of suspect device and replacement was sent.